Event description:
On (B)(6) 2013, the robotics coordinator contacted intuitive surgical, inc. (Isi) to report an incident involving a permanent cautery spatula instrument. It was reported that during a da vinci si hysterectomy procedure, the doctor witnessed sparking and arching that resulted in a visible burn on the uterus wall (uterus was removed successfully with a new instrument). The reporter indicated that the procedure was completed and that the patient did not have any pre-existing conditions that could cause or contribute to the reported event. On (B)(6) 2013, isi contacted the robotics coordinator and obtained the following information: she indicated that both the instrument and cannula were inspected prior to use; however, the pin gage test was not performed with the cannula. The instrument was in use for 5 minutes before the sparking and arching occurred. At the time, the surgeon was cutting tube away from peritoneum. The instrument was connected to a valley lab electrical surgical unit (esu) with a setting of 50/50 and there were no reported instrument collisions when the sparking and arching occurred. She indicated that the patient did not sustain any other injuries other than the visible burn on the uterus wall and there has been no report of post-operative complications as a result of the reported event.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the provided information, there was no indication that the patient sustained any life-threatening injuries since the uterus was successfully removed and there was no additional report of the patient sustaining any other injuries due to the reported event. However, this complaint is being reported since the instrument allegedly was sparking and arching, which resulted in a uterus wall burn.